Event description:
It was reported that the pt developed a port site infection and the band was removed. Upon removal, it was discovered that the band had eroded. An endoscopy was initially performed, but did not show the erosion. When the band was removed, posterior is where the erosion allegedly was found. The pt is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.